Event description:
It was reported that the surgeon could see a very small metal fragment on the cornea after the surgery. This was then washed away with balanced salt solution (bss). The customer team investigated internally and concluded this had occurred due to the 2nd instrument contacting the 21g phaco tip in use. There was a 10 minute delay in the procedure. No patient injury was reported and the case was completed successfully. Through follow up we learned that the 2nd instrument was a non-jnj product and that there was no material available for return. Through further follow up we learned that the surgeon used the 2nd instrument in close proximity during the quadrant phase. Her colleagues have not seen this before, at this site or others. The surgeon was of the impression that contact between the 2nd instrument and the phaco tip during ultra sound was the most likely cause of the metal fragment. She confirmed that when the particle was seen, it was flushed from the eye. No further information was available.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - serial#: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown as product serial number was not provided. Section d6a - implant date: not applicable. 21g phaco tip is not an implantable device. Section d6b - explant date: not applicable. 21g phaco tip is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the phaco tip was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.